Event description:
The customer reported that during a patient event, the display on their device reportedly went dark. The user power cycled the device and the device continued functioning normally throughout the remainder of the event. After a review of the electronic device download, it was observed that the device actually lost power when the screen went dark. There was no report of any adverse effects caused to the patient throughout this event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control evaluated the electronic patient record and observed that the device indicated the user to replace the battery in well #1. The battery in well #1 appears to have become depleted during the event. A conclusive cause of the reported issue could not be determined.